Manufacturer narrative:
Per additional information received, the involved devices were trauma product. Investigation results and conclusions are documented under MFR#0009610622-2017-00009.

Event description:
Infection was reported after (B)(6) 20/16 primary hip surgery.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Infection was reported after (B)(6) 2016 primary hip surgery.